Event description:
It was reported that during that aneurysm coiling procedure the subject balloon leaked. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 - gtin - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, a guidewire was returned with the device and was observed to be kinked/bent. There were no visual anomalies noted to the device. During a functional inspection, a successful attempt was made to flush the device and advance a demo guidewire through the balloon catheter shaft without issue. The balloon was inflated and deflated without any issue. No functional issue was noted with the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device met specifications when received for complaint investigation. Therefore, the as analyzed code 'device within specifications' has been added. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. During analysis of the returned device, the balloon device was found to be intact with no anomalies noted. The device passed all dimensional inspections. Functional testing was performed by advancing a synchro guidewire and inflating the balloon. The device was able to be inflated and deflated without difficulty. The concurrent synchro guidewire was noted to be kinked/bent which may have contributed to the reported event. Since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the as reported 'balloon leaked during use'. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during that aneurysm coiling procedure the subject balloon leaked. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.